Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a non-calcified and moderately tortuous side vein. A 7.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and was caught in the sheath. The device was completely removed with the sheath and a horizontal damage was noted. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that it took time to remove the sheath and it was cut using scissors. No device or material parts remain in the patient's body.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 7mm x 4cm, 40cm, 20atm, batch # 26394408 was returned for analysis. The sheath used by the customer was not returned for analysis. During analysis the investigator was unable to insert the device into a sheath as the device was received in two section and was damaged. A complete balloon circumferential tear was identified. The investigator was unable to measure where the tear occurred due to the damage of the balloon. The balloon section was severely bunched and was pulled in a distal direction. There was no markerband on the proximal region of the inner shaft and the investigator was unable to determine if there was markerband on the distal region of the inner shaft due to the condition of the returned device. A visual and tactile examination found the inner shaft to be detached approximately 70mm proximal from the distal tip. A portion of the inner shaft was also kinked and accordioned. A visual and microscopic examination identified damage to the tip of the device. No other issues were noted with the returned device that could potentially have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a non-calcified and moderately tortuous side vein. A 7.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and was caught in the sheath. The device was completely removed with the sheath and a horizontal damage was noted. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that it took time to remove the sheath and it was cut using scissors. No device or material parts remain in the patient's body.

Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a non-calcified and moderately tortuous side vein. A 7.0 x 40mm, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and was caught in the sheath. The device was completely removed with the sheath and a horizontal damage was noted. The procedure was completed with another of the same device and no patient complications were reported.